Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned indigo system aspiration catheter 7 (cat7) confirmed it was fractured. If the cat7 is manipulated against resistance, damage such as a kink and subsequent fracture may occur. It was reported that the non-penumbra sheath was ovalized at the aortic bifurcation. This may have contributed to resistance during the procedure. Further evaluation revealed a kink and an additional fracture on the cat7. The additional fracture reportedly occurred during an attempt to snare the cat7 from the non-penumbra sheath. The kink is likely incidental to the complaint and may have occurred during handling of the device for removal. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral/tibial artery (lower extremity bypass graft) using an indigo system aspiration catheter 7 (cat7), non-penumbra catheter (thrombolysis catheter), and a sheath. On (B)(6) 2025, the physician began infusing thrombolytics through the thrombolysis catheter to the target location. On (B)(6) 2025 and (B)(6) 2025, the patient returned to the procedure room for a thrombolysis (lysis) check. During the second lysis check, the physician used a cat7 to perform a thrombectomy in the target location. Two passes were completed with the cat7. While withdrawing the cat7, the proximal end of the cat7 fractured inside the sheath and was pulled out. The distal portion of the cat7 remained in the sheath. The physician attempted to snare the fractured portion of the cat7; however, while pulling on the cat7, the distal end of the cat7 fractured again. A guidewire and balloon catheter were then inserted from a retrograde approach to secure the fractured cat7 from inside the sheath. The sheath containing the cat7 was removed along with the balloon catheter from the patient. It was reported that the sheath was ovalized at the aortic bifurcation. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left femoral/tibial artery (lower extremity bypass graft) using an indigo system aspiration catheter 7 (cat7), non-penumbra catheter (thrombolysis catheter), and a sheath. On (B)(6) 2025, the physician began infusing thrombolytics through the catheter to the target location. On (B)(6) 2025, the patient returned to the procedure room for a thrombolysis (lysis) check. During the second lysis check, the physician used a cat7 to perform a thrombectomy in the target location. Two passes were completed with the cat7. While withdrawing the cat7, the proximal end of the cat7 fractured inside the sheath and was pulled out. The distal portion of the cat7 remained in the sheath. The physician attempted to snare the fractured portion of the cat7; however, while pulling on the cat7, the distal end of the cat7 fractured again. A guidewire and balloon catheter were then inserted from a retrograde approach to secure the fractured cat7 from inside the sheath. The sheath containing the cat7 was removed along with the balloon catheter from the patient. It was reported that the sheath was ovalized at the aortic bifurcation. The procedure was completed at this point. There was no report of an adverse effect to the patient.